Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a small epithelial defect where the surgeon entered the flap in the right eye. For comfort, surgeon applied a bandage contact lens (bcl). When the patient returned, the bcl was torn and a large epithelial defect was on the central cornea. Surgeon used procara on the eye and decided to then suture the flap down, because she used procara. Surgeon put the patient on a drop regimen of lotemax and zydra. Patient currently has light sensitivity, which the surgeon believes is due to the suture scars in the periphery. The cornea has cleared up and the patient is seeing 20/20 uncorrected visual acuity (ucva). Original surgery date is (B)(6) 2018. Patient was last seen on (B)(6) 2018. Pre op best corrected visual acuity (bcva) 20/20. Current bcva and ucva 20/20. The flap was a 90 micron flap and patient had high myopia. No patient interface (pi) is being returned and no lot number is available for the pi.